Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant fractured in the patient's mouth. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was received for investigation. Visual evaluation of the as returned product identified a heavy coating of bone residue around the eternal threads and a fracture of the implant's collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. In addition, the implant was in located at tooth location # 14 and was in place for approximately 15 years. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint is confirmed through visual evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.